Manufacturer narrative:
Analysis revealed that under microscope inspection indents and circular coring were observed in the bottom of the cup of the sc connector which was consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the laboratory showed the sc connector to be leaking, most likely due to the coring that was observed. Also, the white silicone boot was damaged which was most likely related to the explant. In conclusion, the catheter¿s sc connector had tears/cuts in the seal which met leaking criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a company representative (rep) in (B)(6) regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. Other medications the patient was taking at the time of the event and the patient's medical history were unable to be obtained. The indications for use were not reported. When the event/difficulty occurred was unable to be obtained. The patient was experiencing increased symptoms post pump change. A dye study was carried out (rep unaware of this) and was reportedly normal. The drug dose was increased twice, which seemed to work some days and not others. The pump section of the catheter was replaced. It was unknown if the issue was resolved at the time of this report and the patient's status was "alive-no injury." Information would be obtained from the healthcare provider (hcp) on (B)(6) 2016. The cause of the increased symptoms, baclofen drug information (type, lot number, concentration, and dose), the patient's diagnosis for use for the infusion system, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. On (B)(6) 2016 additional information was received from the representative who reported that the catheter serial remains unknown but that the catheter portion was being returned for analysis. The cause for the patient's symptoms was not known. It was presumed by the clinician to be malfunctioning "drug" delivery due to catheter. The patient's symptoms have since resolved. The lot number, concentration and dose remained unknown but the type was reported as baclofen. The indication for use was cerebral palsy. No further information was provided at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.